Manufacturer narrative:
(B)(4). A correction through a follow-up correction and removal fa01oct2010 was issued to include installing a new software (v4). The new v4 software released with fa01oct2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
Per fa05apr2010, the aspiration bottom sensor of the customer's cell-dyn sapphire analyzer was replaced. No impact tom patient results or patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation (other): aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies.